Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance issue. Additional information from the field representative indicates that this lead exhibited loss of capture and high capture thresholds due to suspected micro-dislodgement. Also, the micro-dislodgement is suspected as there was no evidence of effusion on the echocardiogram and the x-ray was similar than at implant. This lead was successfully replaced. No additional adverse patient effects. The product was returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance issue. Additional information from the field representative indicates that this lead exhibited loss of capture and high capture thresholds due to suspected micro-dislodgement. Also, the micro-dislodgement is suspected as there was no evidence of effusion on the echocardiogram and the x-ray was similar than at implant. This lead was successfully replaced. No additional adverse patient effects. The product was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of loss of capture, high capture thresholds and dislodgement.